Event description:
On an unknown date, a patient in ireland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2024, the patient experienced pain to the stoma and difficulty mobilizing the tube. The patient was reviewed at home by a nurse, upon assessment there was a small area of redness to the circumference of the stoma site and some dried ooze to the site. The nurse was able to freely mobilize the tube, but the patient experienced pain when doing this. On (B)(6) 2024, the patient reported that the general practitioner had prescribed and unknown oral antibiotic and that the pain was improving.

Manufacturer narrative:
Catalog number in d4 is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.